Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software product ID hh9020tdd serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that for several weeks, they have been having issues with the handset. The patient stated that they will connect to the pump and deliver a bolus, and the handset will go up to 90 percent and takes anywhere from a minute and a half to over 2 minutes to get the alert to say do you want to cancel or wait. The agent walked the patient through clearing the data from the handset. The patient connected to the pump without issue and confirmed the issue was resolved. The patient will monitor lag issue and call back if further assistance is needed.